Event description:
It was reported that the probe is causing the message showing 2 failed elements to pop up, the image is poor. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned for evaluation. During evaluation, the reported issue of probe showing 2 failed elements and poor image quality was confirmed. Bd slc found test graphic now shows half of the elements not working and streaks on the ultrasound screen. Supplier evaluation found the root cause to be the j2 connector slightly detached in connector housing.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. No device returned for evaluation.

Event description:
It was reported that the probe is causing the message showing 2 failed elements to pop up, the image is poor. No other information provided, at this time.